Event description:
Caller indicated glucocard vital was giving variable results. Customer received readings of 94, 535, 171, 196 all back to back within 10 minutes following the proper testing technique. Took 25 units of insulin but he is not feeling sick. Controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.